Manufacturer narrative:
The customer reported that a pt incident occurred and alarms did not sound. The director stated, they had a pt who was having r on t pvc's for over 30 minutes and it did not alarm for it, it only alarmed for multiform pvc's only. The customer stated that the pt went into v-fib arrest 30 minutes after the pt was going through r on t which did not alert staff. The nursing director reported that this alarm parameter was selected. Preliminary investigation, including pt strip readings and alarm logs, fully support that the pt condition did not violate the alarm limit for "ront", but that numerous other alarms were triggered throughout this time that kept the clinical staff alerted to the pt condition. There was no device malfunction. Device labeling (instructions for use) adequately describes when arrhythmia analysis is on, all yellow ECG and arrhythmia alarms are short yellow alarms. Philips is in the process of obtaining additional info regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed. (B) (4).

Event description:
The customer reported that a pt incident occurred and alarms did not sound.